Event description:
The physician was performing a polypectoy procedure on the patient. The physician was using a microvasive snare and forceps with the olympus colonoscope. The procedure was completed and as the physician was withdrawing the scope from the patient, he viewed a burn mark 10 to 15 cm distal to the polyp site in the colon area.

Manufacturer narrative:
Investigation/analysis: the olympus repair facility has indicated that the burn may have been caused by wear and tear at the distal end. This information was forwarded to the olympus manufacturing facility for review. The manufacturer has advised that they can not confirm that wear and tear was the cause of the burn. They have provided other possible causes, which are as follows: activation of output while fluids, such as mucous are adhered to the microvasive snare loop and body cavity tissue; activation of output when the snare loop is in contact with non-target tissue; activation of output when some part of the tissue (polyp head for example) is in contact with target tissue that is not intended for resection; use of a snare that has broken insulation in the tube of the snare. The olympus instruction manual for olympus snare products provide the user with the cautions stated above.co does not know if the microvasive instructions include this information. Olympus has completed the investigation and no further action will be taken.